Event description:
It was reported through customer feedback that the device shutdown during use. It was stated that the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. It was stated that the device was placed on a patient and operated for at least 30 minutes then the unit was alarming before experiencing a shutdown during therapy. It was turned back on saying check vent. The nurse was at the patient's bedside at the time of the event and not aware of desaturation. The unit was immediately removed from service and the patient was placed on a different v60 device. There was no adverse reaction from the patient involved in this issue. This was a singular event. Patient was being monitored with telemetry including spo2. The manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported problem. Upon a follow up with the pse, it was reported the issue was not confirmed and was sent back to the rental company for further evaluation and repair. However, as the device was not available for additional evaluation and repair, the detail of the reported issue remains unknown. Based on information provided and/or service performed it has not been confirmed. Data is not available, and philips is unable to determine if the device failed to meet specifications.